Manufacturer narrative:
Patient complained of right breast implant rupture in implant of 4.5 years. Investigation of returned product showed only damage from a surgical instrument that likely could have only occurred during the removal of the implant.

Event description:
Right implant partial deflation.